Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient: section d6b is not applicable. Based on the corrected data, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve underwent a valve-in-valve procedure after and implant duration of 11 years and 14 days due to unknown reasons. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 2700 aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve.